Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. Reportedly, the customer was not using room temperature insulin to fill the cartridge. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿. However, a specific bg value was not provided. The customer resumed insulin delivery to address the bg.